Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca. On the same day, the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported mi was definitely related to the study device.